Manufacturer narrative:
Returned to manufacturer date in original MDR is not applicable; correct date is 08-jul-2019. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found one of the haptics torn. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -11.0/2.0/173 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted, axis was off by 90/ calculate wrong. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.